Manufacturer narrative:
The subject device was returned and visually evaluated. The guidewire and the back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use. It appears that the damage/bent components contributed to a combination of factors that led to the fasteners not appropriately fixating into the tissue. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. Based on the available information, the reported problem experienced by the user was most likely due to forces applied to the device. The IFU precautions the user "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue."

Event description:
It was reported that while performing a laparoscopic inguinal repair, the firing mechanism of the optifix fixation device failed to engage while in use and the fasteners that deployed did not fully seat into the patients tissue. The fasteners were being deployed into the abdominal soft tissue. As reported counter pressure was applied to the distal end of the device using the contra-lateral hand and the repair was not being performed on top of or in conjunction with another prosthetic. A second optifix device was used to complete the procedure. There was no patient injury that presented as a result of the problem reported.